Manufacturer narrative:
Additional information: it was confirmed that the physician was aware of the warning in the dfu that states, "localized burns to the patient or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula." Following the incident, the physician realized that, although he had clipped the tongs on the insulated cannula, the tongs could still conduct current to the patient's skin. The patient was reported to be "fine" following the procedure and returned for another ablation at a later date. The procedure was reported to be successful.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during radiofrequency ablation (rfa) of a lung tumor performed on (B)(6) 2013. According to the complainant, the electrode was inserted through the introducer into the desired location, and metal tongs were clipped into the introducer to keep it in position. Five minutes into the ablation, the physician observed a moderate burn on the patient's chest, which was confirmed to have been caused by the metal tongs. The tongs were removed, and the procedure was completed with the same leveen coaccess electrode. The physician does not allege a malfunction of the electrode. The patient's condition was reported to be stable following the procedure. The patient was discharged for home monitoring.

Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Per the cautions section of the leveen needle electrode family directions for use (dfu), "localized burns to the patient or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula."

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during radiofrequency ablation (rfa) of a lung tumor performed on (B)(6) 2013. According to the complainant, the electrode was inserted through the introducer into the desired location, and metal tongs were clipped into the introducer to keep it in position. Five minutes into the ablation, the physician observed a moderate burn on the patient's chest, which was confirmed to have been caused by the metal tongs. The tongs were removed, and the procedure was completed with the same leveen coaccess electrode. The physician does not allege a malfunction of the electrode. The patient's condition was reported to be stable following the procedure. The patient was discharged for home monitoring.